Manufacturer narrative:
The reported event could not be confirmed, as the surgeon provided the patient's images showing nothing wrong regarding the devices. The surgeon confirmed the device is in its intended location, functional, and well-secured (the current MRI and CT scan proved it). There is no heterotopic bone around the device. The patient has pain, which is unrelated to the stryker device. Based on the investigation there is no indication of an incorrectly working product or any design, material or manufacturing related issue.

Event description:
It was reported there was a revision surgery to remove the implants.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported there was a revision surgery to remove the implants.